Manufacturer narrative:
Insulin pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The insulin flow blocked alarm /occlusion alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. No unexpected insulin flow blocked alarm noted during testing. Pump error 63(variable 3) alarms are confirmed in pump history file due to a broken trace at u1 keypad assembly. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via that the insulin pump alarmed hardware low level failure. The customer¿s blood glucose level was 10.3 mmol/l at the time of the incident. Customer was assisted with self test insulin pump passed self test. Customer was able to complete pump rewind. Customer stated that the insulin pump had insulin flow block alarm. The insulin pump will be returned for analysis.